Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported no cause was determined. No further complications reported/ anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I via a manufacturer¿s representative (rep). The rep reported that the patient had high impedances with some electrodes (1, 6, 9, 12, 14 and 15), but these were not affecting his therapy. The rep reported that this was discovered because the patient was thinking about replacing the ins and wanted a baseline reading. There were no factors noted that could be related to the issue. No actions/interventions were taken to resolve the high impedances. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.